Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 19, 2020. Upon further investigation of the reported event, the following information is new and/or changed: b5(added describe event or problem). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received that the event occurred during prime. There was a second perfusionist to hold the unit and it was held firmly by hand.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 4114, 3221, 4315). Method code #1: 4114 - device not returned, results code: 3221 - no findings available, conclusions code: 4315 - cause not established. The sample was not returned; therefore, a thorough investigation could not be performed and a definitive root cause could not be determined. Adapters are 100% tested prior to release including pump interface testing. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the centrifugal pump adapter was not holding the head in properly. The centrifugal head had to be manually held in place for the duration of the case which terumo considers a clinical intervention. No known impact or consequence to patient. The product was not changed out. The surgery was completed successfully.